Event description:
According to the information received, the (B)(6) female underwent a laser ablation procedure in which only half of the lesion was treated. The following day, a second procedure was to be performed to treat the remaining lesion. During the procedure, a new probe was inserted followed by mr imaging to confirm its location. Mr imaging showed that the previous ablation had sufficiently necrosed the lesion as no residual live tumor was visualized. The second stage of the procedure was canceled without any sessions of laser delivery. However, upon removal of the probe, the tip became lodged in the stereotactic guiding device and was damaged upon removal by the force needed to extract it from the guiding device. This damage to the probe tip occurred outside the brain. The patient was closed without any complications.

Manufacturer narrative:
The probe was returned for analysis. The probe lens was found inside one of the returned stereotactic guidance devices. During microscopic examination, the lens shoulder was chipped, most likely the result of the removal of the probe from the stereotactic guidance device. The returned probe was measured and found to be within manufacturing specifications. Analysis of the returned sterotactic guiance devices revealed no interference between the returned probe, a test probe and the guidance devices. Our investigation confirmed the probe and probe lens met manufacturing and dimensional specifications. However, we have initiated corrective action related to the probe lens detachment.